Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A telemetry issue was noted. Loss of wireless telemetry was confirmed on the quick look. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of telemetry on the implantable cardioverter defibrillator (ICD) post implant. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ICD was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.